Event description:
It was reported that an ilet user could not charge the device despite leaving it on the charger overnight, trying different outlets, observing a green charger light, and removing the case; the device had not been used for about a week, and the user reverted to manual insulin injections. No adverse clinical symptoms reported. Outcomes included disruption of therapy requiring alternative insulin administration without hospitalization. Investigation included troubleshooting and education regarding charging practices and connectors. Investigation of this case revealed a suspected charging failure of the ilet due to a charger or charging interface issue, with no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further evaluation.

Manufacturer narrative:
Initial.